Event description:
It was reported the camera head had an image problem where there was no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. The device was returned to olympus for evaluation and the customer¿s allegations was not confirmed. Based on the results of the investigation and information obtained from this complaint, the most probable cause was not detected which either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device a device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.